Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn on the forceps elevator. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device forceps elevator was found burnt. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, according to the investigation, the reported event occurred due to the use of high-frequency treatment instruments without maintaining a sufficient distance from the tip of the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. Tjf-q290v operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope tjf-q290v operation manual chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.